Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that before use, the device experienced a technical failure 388 - no o2 dosing possible alarm. Complainant indicated that there was no patient involvement in the reported issue.

Manufacturer narrative:
The device log files and screenshots of the gas path test results were provided to technical support for review. The logs showed that the technical failure alarm 388 did not appear during the last five startups which could indicate that the gas path test resolved the alarm by exercising the safety valve. Technical support advised the customer to test the device on a test lung for one hour to see if the alarm returns. Customer provided feedback that they were unable to reproduce or duplicate the alarm; therefore, we are unable to determine the root cause of the reported malfunction.